Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that almost 2 years after the dental implant was installed in intraoral region #3 it was verified its loss of osseointegration. A 30 ncm of primary stability was achieved and immediate load was performed. Patient presente insufficient bone quality/quantity and bone graft was executed. Dentist informed that biomechanical overload occurred.